Event description:
It was reported to tyco healthcare/kendall in 2004 that a customer had a problem with dover rob-nel catheter. The customer reports that their family member, who performed self catheterization regularly, died of peritonitis from a bladder perforation.